Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) confirmed with the customer that the issue did not reoccur in subsequent procedures. The customer tagged the first endoscope used. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 30 degrees endoscope plus image was opposite of what was selected. Prior to calling, the customer swapped out the camera and the image orientation were correct but the image still appears to be off. The technical service engineer (tse) reviewed the logs and found error 48402 for the camera tip on endoscope (sn (B)(6)). The tse suggested the customer power cycle the system to try to resolve the image tilt, but the customer elected not to troubleshoot at the time. The surgeon was able to work with the current endoscope image. The tse recommended to clean and test the first endoscope and to return the endoscope if the issue returns. The procedure was completing as planned with no reported injury.